Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred.. During the procedure there was a delay on the carto® 3 system when taking matrix and every time the smarttouch sf catheter got close too close to the lasso catheter inside the body the carto® 3 system showed the smarttouch sf catheter was inside the sheath. They simultaneously lost the force vector and reading, and there were black electrode rings displayed for the smarttouch sf catheter. The reprocessed lasso catheter cable was replaced without resolution. The reprocessed ablation cable was replaced without resolution. All of the catheter cables they used were reprocessed, as no new cables were available. The lasso catheter was replaced and the issue persisted, and the carto 3 system also displayed error 116, 20 pole a: catheter sensor error. The lasso catheter was disconnected from the 20 pole a port on the piu, and reconnected to the 20 pole b port, but the issue followed and persisted. The lasso catheter was replaced again, the error 116 resolved, but the same visualization issue with the smarttouch sf catheter persisted. When the physician came on for ablation, there was a complete map shift on the carto® 3 system. There were no errors or alerts displayed on the carto® 3 system, and there was no patient movement and no cardioversion was performed. The reporter noted that when coming off ablation, the map shift still remained. They started a whole new map, and the map shift issue resolved. The smarttouch sf catheter was then replaced but the same visualization issue with the smarttouch sf and lasso catheter persisted. The caller noted that every time they moved the smarttouch sf catheter away from the lasso catheter, the issue resolved. The piu was rebooted and the issue persisted. The physician continued the procedure by ablating with the smarttouch sf catheter without the lasso catheter inside the body. The delay was about a 15-minutes. In physician¿s opinion the delay did not contribute to a death or a serious injury to the patient. The customer¿s reported visualization and the metal interference error code(s) are not MDR reportable since the most likely consequence is an intraprocedural delay. The potential that these could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is reportable for the map shift issue.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. When the physician came on for ablation, there was a complete map shift on the carto® 3 system. There were no errors or alerts displayed on the carto® 3 system, and there was no patient movement, and no cardioversion was performed. The reporter noted that when coming off ablation, the map shift still remained. They started a whole new map, and the map shift issue resolved. Device evaluation details: the reported issue was investigated by the manufacturer. It was found that the reported map shift was caused due to metal below warning level and possible patient move. The issue is related to known software defect. The defect is being handled per defect management process. The system is ready for use. An internal corrective action has been opened to investigate map shift issues. It was also reported that during the procedure, there was a delay on the carto 3 system when taking matrix, and every time the smarttouch sf catheter got close too close to the lasso catheter inside the body, the carto 3 system showed the smarttouch sf catheter was inside the sheath. The caller reported that they simultaneously lost the force vector and reading, and there were black electrode rings displayed for the smarttouch sf catheter. The bwi field service engineer visited the account and replaced the customer¿s patient interface unit (piu) + location pad (lp) kit with a new one. System passed a full acceptance testing procedure (atp) test. The system is operational. Replaced piu+lp kit was sent to the manufacturer for evaluation. The customer complaint was confirmed. During investigation the dc/dc card was found defective and caused reported issue. The dc/dc card was repaired and the issue was resolved. The history of customer complaints reported during the last year associated with carto 3 system#: (B)(6) was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the carto 3 system#: (B)(6), and no internal actions related to the reported complaint condition were identified. Explanation of codes: investigation findings: software problem identified (c10) / investigation conclusions: cause traced to device design (d01) / component code: computer software (g02008) were selected as related to the map shift issue. Investigation findings: mechanical problems identified (c07) / investigation conclusions: cause not established (d15) / component code: circuit board (g02005) were selected as related to the catheter visualization issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).